Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on 10/08/2015 with the following results: unable to verify the time/date reset to default setting in the black box. Pump was running on default year of 2007 from june 12 to aug 12. The bench testing confirmed that when the battery was reinserted after 6hrs without power, the time and date reset to default setting. Removed cover; a visible inspection confirmed the internal battery was leaking. A manual date/time change was made from (B)(6) 2015 07:27 to (B)(6) 2015 19:42. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an inaccurate delivery of insulin. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
On (B)(6) 2015, a reporter contacted animas alleging that the patient's blood glucose (bg) went down to 40 mg/dl on (B)(6) 2015. Patient fell and was found on floor. Emergency services were called and by the time the emt's arrived, patient's bg was back up to 80mg/dl. Patient was not hospitalized, but treated with food and drink. During troubleshooting, customer support found that the pump was reverting to the factory default time and date settings when the battery was removed for less than 24 hours. The time date issue is not being reported as the pump displays the verify screen after a battery change and per IFU the time and date must be set to confirm the verify screen. This complaint is being reported because the patient experienced hypoglycemia.